Manufacturer narrative:
Additional product code: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal because the patient complained of pain and dysphasia and the cervical spine locking screw backed out of a zero profile construct at c4/5 level. The surgeon made an incision and pulled out the screw successfully with a pickup. After closing the incision, the patient was repositioned and fused with c3-c7 with globus. Date of the original implant was on (B)(6) 2015. There was no surgical delay. The procedure successfully completed. Patient status is unknown. Concomitant device: 3.0 ti cervical spine locking screw 14mm (part 04.617.814, lot unknown, quantity 3), zero profile lordotic implant sterile (part 04.617.127s, lot unknown, quantity 1). This report is for a cervical spine locking screw. This is report 1 of 1 for (B)(4).